Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer troubleshoots the unit and determined that the touch screen front panel needs replacement.

Event description:
The customer reported that the vela ventilator touch screen not working. The customer confirmed that there was no patient involvement associated with the reported event.